Event description:
Sales rep reported revision surgery. Reason for revision not provided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 02/02/2015- litigation papers received. Litigation alleges pain, metal loosening, metallic debris, inhibited ability to walk, and elevated metal ion levels. The doi was provided. The stem and adapter sleeve are being added due to elevated metal ion levels. The complaint was updated on: 02/17/2015.